Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Rectum. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st, on both devices, echelon straight/flex: during which stroke did the event occur? Flexed. What color cartridge was being used? Blue for both firings. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening was there any difficulty removing the device from the tissue? Yes.

Manufacturer narrative:
(B)(4). Premature sled movement and damaged joint cover the analysis found that one device (a) was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr60b with the one piece sled partially advanced 1/10 was present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that device (b) was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr60d with the one piece sled partially advanced 1/10 was present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # (B)(4) mfg date 06/18/2012; exp date 05/18/2017.

Event description:
It was reported that during a low anterior resection procedure the first device was placed on the tissue with a blue cartridge. The device moved about 3cm and deployed 4 staples, but did not cut, then locked out. The device would not open until the surgeon used the manual override and the device was removed from tissue. A second device was pulled and placed on tissue with a blue cartridge and the same thing occurred. The surgeon pushed the reverse button and the device did not work. The manual override was used and did not work. The reverse was pushed again and worked. The device opened and was removed from tissue. A competitor's device was pulled to complete the case with no patient consequence.